Event description:
Customer reported an over infusion of magnesium. A secondary of magnesium 1 gm/50 ml was started at 25 ml/hr. One hr later, the user noted the 50 ml bag was empty but the pump module indicated a remaining vtbi of 29 ml. There was no pt harm reported and medical intervention was not required. Although requested, no add'l pt or event details were provided by the customer. The device was evaluated by the biomed; no issues were identified. The pc unit and pump module were returned for eval; the administration sets were not saved.

Manufacturer narrative:
MFR's report date: 03/12/2014. Internal file no: (B)(4). The devices and logs have been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.